Event description:
It was reported that the subcutaneous implantable cardioverter (s-ICD) and electrode were explanted for an infection. The patient was fitted with a lifevest until the infection heals. It was noted that the patient is a pediatric patient who was continually picking at the implant site even after multiple discussions of potential complications, which is how the infection occurred. No additional adverse patient effects were reported.